Manufacturer narrative:
The investigation determined that a lower than expected vitros creatinine (crea) result was obtained from a single patient sample when tested using vitros crea slides lot 1536-3508-4456 on a vitros 5600 integrated system. A definitive assignable cause could not be determined. A sample related issue cannot be ruled out as contributing to the event. The sample was stored refrigerated between testing which was appropriate, however, it is unknown if the sample was centrifuged prior to repeat testing. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Although historical quality control (qc) results are not available as this was a new lot for the customer, a vitros crea reagent lot 1536-3508-4456 performance issue is not a likely contributor of the event. Acceptable qc results were obtained using this reagent lot at the time of the event, and the current performance of the reagent lot is acceptable. Additionally, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros crea reagent lot 1536-3508-4456. A vitros crea cartridge related issue is not a likely cause of the event, as acceptable results were obtained on the same vitros crea cartridge that produced the lower than expected patient result. Although precision testing was not performed on the vitros 5600 integrated system, an instrument related issue was not likely a contributor to the event as qc results were precise and acceptable results were obtained without any service actions being performed on the vitros 5600 system. A definitive assignable cause could not be determined. Email address for contact office above is (B)(4).

Event description:
A customer obtained a lower than expected vitros creatinine (crea) result from a single patient sample when tested using vitros crea slides lot 1536-3508-4456 on a vitros 5600 integrated system. Patient sample result of 1.3 mg/dl vs. The expected result of 1.6 mg/dl. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros crea result was not reported outside the laboratory and there was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).